Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample, missing additive, air bubbles in gel, and red cell hang up. The following information was provided by the initial reporter. The customer stated: "I would like to contact you to point out a problem during the centrifugation of 3.5 ml and 7 ml yellow gel tubes. The gel does not separate the serum and the pellet correctly, we end up with fibrin all along the wall at the risk of clogging our automatons.

Manufacturer narrative:
The following fields were updated with corrected information: d.10 device available for eval? D.10 returned to manufacturer on: na. H.2 device return to manuf .?: no. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up and fibrin was observed, however poor barrier separation and gel air bubbles was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation/fibrin/gel air bubbles was not observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure modes, poor barrier separation/fibrin/gel air bubbles, because the defects were not evident in the testing of the retained lot samples. Bd was able to duplicate the customer's indicated failure mode red cell hang because the defects were evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up and fibrin. This complaint has not been confirmed for the indicated failure mode poor barrier separation and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample, missing additive, air bubbles in gel, and red cell hang up. The following information was provided by the initial reporter. The customer stated: "I would like to contact you to point out a problem during the centrifugation of 3.5 ml and 7 ml yellow gel tubes. The gel does not separate the serum and the pellet correctly, we end up with fibrin all along the wall at the risk of clogging our automatons.